Event description:
It was reported that the ilet pump exhibited erratic behavior with recurring alert 65 and unreliable function, including unintended movement of the infusion area and inaudible audio alarms, consistent with an audio over/under current issue and a speaker/sounder component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an electrical/electronic component problem associated with the speaker/sounder and a no audible alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.